Event description:
It was reported that the device was not able to be interrogation wirelessly. The device was able to have wand communication for interrogation. The physician elected to continue to use wanded telemetry to interrogate the device in the future. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4) - review of performance data found no anomalies.